Manufacturer narrative:
H2) correction: reported issue was inadvertently filed twice. Please refer to MDR: 1723170-2020-00801 for additional information in regards to the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed a low performance error message. It was reported that the error message appeared on all navigation screens, including the endoscopic view. Attempting to remove the plans, annotations and 3d model of the tumor did not restore functionality. Restarting the navigation system and selecting the same patient exam restored functionality and the error message did not re-appear. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.